Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer was not feeling well and took an 18 unit bolus. The customer tested his blood glucose and it was 297 mg/dl. His basal setting was not set and as a result he was not receiving any insulin. The customer also reported that he recently suffered a stroke but was not diabetes related. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.